Event description:
The customer contacted beckman coulter inc. (Bec) to report an erroneously elevated troponin I (accutni) results for one (1) pt sample on their unicel dxl 800 access immunoassay system. The erroneously elevated accutni pt sample result was reported outside of the lab. It is unk if there was impact to pt treatment associated with this event. The customer repeated the accutni assay and a lower result was obtained. Quality control results were not provided by the customer. Diagnostic system check info was not provided by the customer. Diagnostic system check info was not provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site to perform service on the analyzer. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events.